Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2024, it was reported, that the patient had diaphoresis, extreme dizziness, blurry vision, and disorientation. The egv was 100 mg/dl and the bg was not checked. The spouse provided carbohydrates and the patient finished the errand before returning home. An unspecified time after treatment at home, the bg was normal and the egv at that time was not documented. At the time of the report, the patient was feeling ok and well and asymptomatic. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H3 device not returned to mfg for eval - correction.

Event description:
Subsequent to the initial MDR, a correction is required.